Event description:
Pt developed infiltration after 50cc injection of contrast. Progressed to extravasation involving left hand and left wrist. Plastic surgeon consulted. Condition of left hand post procedure purple, edematous, blistering cool and radial pulse present with doppler. Pt required debridement and was released after a couple of days. Risk mgmt of the hospital indicated she had received a call in 2003 that the pt was seen by their pcp and there was no indication of infection in the pt's hand. No add'l info available for this pt.